Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to high blood glucose level and vomiting on (B)(6) 2019. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Auto mode was active at the time of incidence. Customer was treated with manual injection and through intra venous insulin. Customer declined to troubleshoot for high blood glucose. Customer was using the insulin pump within 48 hours of reported incidence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).